Manufacturer narrative:
Continuation of medical devices: product ID 37791, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the caller saw a 375 error code and they stated the battery was dead. When they tried to charge the ins, they got a 375 error. The patient tried charging earlier in the week, but could not get coupling boxes. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that the ins was not dead, but they still had poor coupling.

Event description:
Additional information was received and it was reported that the patient was not really sure what circumstances led to the poor coupling. They always had difficulty getting the stimulator battery pack to get a good connection (showing black boxes). They had to keep repositioning the belt and moving the charging unit around. Then they got the error code. They were sent a new antenna, and had no more error codes. They still had difficulty getting it to be positioned properly to charge the battery pack, which is in their back and they are confined to a wheelchair. This made it more difficult. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37791 serial# unknown. Product type recharger, event date month and year valid. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.